Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by abdominal pain. On the same day as the event onset, the patient was hospitalized for peritonitis. The cause of the peritonitis was unknown. The patient was treated with intraperitoneal vancomycin for three weeks (dose and frequency not reported) for peritonitis. Dianeal therapy remained ongoing. Nine days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient had recovered. The patient was retrained on proper aseptic technique. No additional information is available.